Manufacturer narrative:
The investigation for the reported access site bleed and ventricular fibrillation has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed and ventricular fibrillation could not be determined.

Event description:
The user facility reported a 66-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp was placed via the femoral and supported for 37 hours when the team made the decision to explant the impella cp and placed a higher support impella 5.5 pump. The pump was pulled back and the patient arrested. The ventricular fibrillation arrest was treated by 12 shocks/defibrillations. The team then placed an impella 5.5 to treat surgically a groin site hematoma and gave two units of blood. The patient is now on impella 5.5 support and has survived the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿